Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12nov2018. Philip's field service engineer (fse) replaced the defective central processing unit printed circuit board assembly, reloaded software, and loaded options back to the ventilator to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported an error indicating a 35 volt failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 30jan2019. Date rec¿d by MFR: 29jan2019. The printed circuit board assembly (pcba) was returned to the philips fi (failure investigation) lab for evaluation. Operational testing was performed and the test ventilator did power up from alternate current and deliver breaths. The (diagnostic report) drpt was downloaded and reviewed and multiple error codes were identified. Running in the ventilator for 17 hours did not produce any errors. The alleged issue was unable to be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.